Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was hospitalized due to high blood glucose and pneumonia. Customer stated that the blood glucose reading was 350 mg/dl at the time of hospitalization. Customer stated that she was getting excessive sensor alerts and she was working with educator to adjust the sensor. Nothing further was reported.